Event description:
It was reported that the procedure was to treat a posterior descending artery to a saphenous vein graft. A grandslam guide wire was being removed from the anatomy when tip separated. The separated tip was embedded in the lesion with an unknown stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for our investigation. Based on the provided information though detail of the process and circumstance was not provided, it is presumed that the tip of the guidewire might be trapped in the vessel, where guidewire removal and/or rotational manipulation might be applied with force and/or repeatedly, resulting the breakage of the guidewire due to the force which exceeded the products design limit. All the shipped products are inspected in the production process for meeting products specifications and the release criteria. There is no indication of a product deficiency. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire are listed as one of possible complications and adverse events. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.